Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had redness and was sore at the pump pocket. The hcp was ruling out an infection by having the aspirated fluid from the pocket sent for culture. It was noted that the hcp was also concerned with a possible allergy to the pump due to the patient's pre-existing metal allergy. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the patient did not have an allergic reaction to the pump and that the they were not allergic to metal but had a reaction to a spider bite near the pump pocket. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.